Manufacturer narrative:
On (B)(6) 2016, the customer reported no further occlusion alarms since staring pump therapy using the replacement pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The impact to the customer's blood glucose for the past occlusions was not provided. The current bg level was 76-80 mg/dl. A cause of the past occlusions could not be determined. Multiple pump system checks were performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to continue to use the pump to manage diabetes.